Event description:
It was reported the patient had a pseudomonas infection and therefore the ipg was explanted, and the patient is receiving antibiotic treatment to address the issue.

Manufacturer narrative:
Date of event is estimated: phone number of reporter: (B)(6).

Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.